Event description:
It was reported that the lead was oversensing noise and the impedance had increased. The lead was repositioned, but the device still failed to defibrillate the patient. The physician noticed blood between the insulation and the coil. Therefore, the lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.